Event description:
During preventative maintenance of the device, the field service representative reported that the ground pin on the molded connector power cord was broken. Since the event occurred during preventative maintenance, there was no patient contact during this event.